Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, upon entry into the peritoneum with the electrocautery pencil, the gases in the pneumoperitoneum ignited causing a shotgun like boom. No visible flame was witnessed but the heat was obvious outside of the field as surgeon's mask melted. Additionally, areas of the small bowel with injury noted in the form of pebble sized impacts on six inches of the small bowel that required surgical removal that was adjacent to an ischemic bowel section that was pre-existing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.